Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received. The lot number was provided. Review of the device history record is forthcoming. A follow up report will be submitted with all additional relevant information.

Event description:
Device issue: detachment of device. Time of device issue: during the procedure. Adverse event: foreign body remains in patient. It was reported that the procedure was being done to treat a patient with acute myocardial infarction. There was a 99% occlusion in the proximal right coronary artery (rca) with moderate calcification. A promus stent was deployed in the proximal rca lesion. After the stent was implanted, a thrombus was found in the posterolateral artery (pla) off of the rca and there was slow flow. The promus stent delivery system was removed from the patient and an asahi lite 180 guide wire was advanced from the pla down to the posterior descending artery (pda) so that an export catheter could be used to remove the thrombus. Upon removal of the asahi lite 180 guide wire after use, it was noted that the tip coils were stretched. A small piece, less than 1 cm of the asahi guide wire, was left in the patient's descending aorta. There were no attempts made to remove the separated guide wire tip from the patient. No additional event or patient information is available.